Manufacturer narrative:
Two (2) samples were received for evaluation. Visual inspection revealed loose particulate matter on the inside wall of the inner pouch of the first sample. Visual inspection of the second sample revealed loose particulate matter on the outside wall of the inner pouch. Microscopic inspection of the particulate matter found in both samples revealed that the particulate matter was a fiber. Particulate matter was identified for both samples; however, the size of the particulate matter for both samples met specification for this product. The returned samples were found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in the inner pouch of two (2) vascular probes. The pm was discovered during incoming inspection by the distributor. There was no patient involvement. No additional information is available.